Event description:
Reportedly, the ring was explanted at implant due to regurgitation. Per the cer: "that the ring was explanted at implant because of the regurgitation. No further details were provided. The device will be not returned (discarded)." The date of explant is unknown; therefore the aware date is being used as the occurrence date. Information was learned from the implant patient registry.

Event description:
Balloon rupture, wouldn't maintain occlusion.

Manufacturer narrative:
The device balloon was inflated with 20cc of air and it is noted that the balloon is misshapen and has changed in appearance during use. We have not got the capability to determine if the balloon would occlude or not. The remainder of the device was visually inspected and it is determined that there are crush marks for 8 inches of the proximal end of the device. The coating is torn in several places and the wire wound area of the device shaft is exposed. Water was introduced through all of the device lumens and the infusion and balloon lumens function per requirements. The pressure lumen was tested with water however the water flows from the crushed areas in the device shaft. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time.